Event description:
The patient was undergoing an endoscopy for bleeding. A boston scientific bander was used to place a band over an esophageal varix but bleeding occurred because the band did not deploy. Another banding kit had to be used but did not have good purchase and the patient re-bled requiring a repeat upper endoscopy the following day on [redacted]. Site notified vendor. Manufacturer response for band ligator, super 7 band ligator kit (per site reporter).